Event description:
It was reported the gastrointestinal videoscope had suture stuck in the port. The event occurred after esophagogastroduodenoscopy overstitch therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps passage had deep scrape and tear marks. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the suture stuck in the scope was due to forceps passage had deep scrape and tear marks. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.